Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the insulin pump got wet and alarmed motor error during rewind. Customer also mentioned that the insulin pump went blank immediately after exposure to moisture. The customer stated that there is fluid under the lcd screen. Customer also reported to have received a battery out limit alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm unexpected battery out limit alarm, motor error alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.